Event description:
During the initial procedure, md placed screws in the standard manner but the rod would not properly seat in the screws. It appeared the inner shaft of the screws had rotated. The screws were removed and replaced with rescue screws.

Manufacturer narrative:
Evaluation results - device was not returned to manufacturer; no evaluation could be performed.